Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 23 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that false positives, they have had several false positives from the drawer. A bd field service engineer (fse) was dispatched and discovered that the drawer a on the instrument had faulty catch keeper and was not closing properly. The fse found a high possibility of heat escaping through the drawer causing false positives due to broken catch keeper. The fse replaced the catch keeper in drawer a. The instrument was deemed functional and handed over to the customer for use. This is a confirmed failure of a bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was broken catch keeper assembly. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 23 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.